Event description:
It was reported that when the stylus touched the programmer screen, there was no reaction. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Analysis found that the stylus was damaged. It was also noted that the programmer failed testing for overheating, as a result the thermal pad was replaced. The stylus assembly, processor, chart recorder and power supply were also replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.